Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) feels a little wire at the top of the implant site. Patient has no symptoms. Boston scientific technical services (ts) referred patient to the physician for evaluation of implant site. To date, this device remains in service. Additional information indicated that this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) feels a little wire at the top of the implant site. Patient has no symptoms. Boston scientific technical services (ts) referred patient to the physician for evaluation of implant site. To date, this device remains in service. Additional information indicated that this device was explanted. No adverse patient effects were reported.